Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer contacted technical support for assistance and received normal support without needing third-party intervention. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.